Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, the charging system was unable to locate the ipg. Surgical intervention may be pending.

Event description:
Follow up revealed that the incorrect patient was being reported. In addition, the physician electively replaced the ipg in order to remove the recharge burden from the patient as well as provide a MRI conditional device, not because the patient was unable to charge.